Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-03182. The pt reported feeling a burning sensation at her scs ipg pocket site while charging her scs system. The pt also reported that her charger has not worked for a month. The pt received a replacement charger and was advised by a sjm rep of charging instructions. There is no add'l info at this time. On 8/1/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction: 1627487-07262012-002-r and 1627487-07262012-001-c. This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.